Event description:
Caller states pt tested 1.6 inr on the coaguchek s system while a comparison lab returned as 2.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.